Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found, broken fiber bonding on the distal end. The video cable is broken. And therefore, the shutter is defective. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the image from the video telescope shakes, during operation. Despite several manipulations. There were no reports of patient harm.